Event description:
On (B) (6) 2010 the lay user/patient contacted lifescan alleging that the onetouch ultralink meter read inaccurately high. The medical surveillance specialist (mss) was unable to reach the patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The patient reported a reading of 290 mg/dl on her meter. She says the reading was taken on (B) (6) at 6:30am. The patient said that on (B) (6) at 12:30pm she experienced symptoms of shaky hands, sweat dizziness, had a seizure, and became unconscious. She says she was rushed to the emergency room and was then given 2 cans of juice and a tube of glucose gel. She also mentioned that when the hospital staff tested on the patient's ultralink meter they drew some blood from her arm to test. On (B) (6) at 2:20pm the hospital obtained a result of 261 mg/dl. The patient takes her insulin from an insulin pump. Her pump regime is not stated and neither are the events leading up to her symptoms. According to the troubleshooting performed with customer service, the unit of measure was set correctly at the time of testing. Although details of the incident leading up to the symptoms are unk, this complaint is being ruled out because the patient alleged the meter was reading inaccurately high and subsequently suffered symptoms indicative of hypoglycemia requiring treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.